Manufacturer narrative:
Concomitant medical products: product ID 3874, lot# va0e227, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device; product ID 355531, lot# n415706, product type: screening device; product ID 3874, lot# va0e227, product type: screening device. (B)(4).

Event description:
It was reported that during placement of one of the trial leads the healthcare professional (hcp) suspects that they ¿bruised the cord¿ causing a great deal of discomfort to the patient¿s right leg. It was noted that the hcp thinks that it may have something to do with our needles or leads. It was reported that the trial lead was explanted. It was noted that the hcp ordered more lyrica for the patient and a steroid pack. It was reported that the actions required as a result of the event were the patient was given more medication. It was noted that the patient was given medication during the procedure to be heavily sedated. It was reported during the placement of right lead, the patient had several involuntary spasms of right leg. It was noted that the left lead was placed without difficulty. It was reported that the patient was aroused for testing of the spinal cord stimulation (scs) system and immediately complained of right leg hurting very much. It was noted that the stimulator was turned on and the patient immediately got relief in left leg (which was why they were doing the stim trial). It was reported that the patient continued to complain of pain in right leg and hcp removed that lead. It was noted that removal of the lead did not relieve the patient¿s pain. It was reported that the patient was in tremendous pain. It was reported that the hcp removed the left lead. It was noted that the hcp would not leave any of ¿his stuff¿ in the patient if the spinal cord was bruised. It was reported that the hcp would not be doing these stim trial anymore, or not using manufacturer¿s products. It was noted that the patient was having burning sensation in right leg. It was reported that the patient remembered the relief they got in left leg when they turned the stimulator on and wondered why they did not leave that in. It was noted that the patient was going home with several doses of lyrica and a prescription for a steroid pack. It was noted that the patient¿s status at the time of report was alive ¿ no injury.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up reported there was only one trial not two. It was noted there was nothing unusual anatomically with the patient. It was noted the first lead was placed perfectly and the patient was happy. The patient had 100% relief and they loved it and it was noted the patient was very excited. The second lead was not placed using good technique and it was noted the labelling was not followed. While the physician was placing the lead the patient¿s leg ¿jumped off the table.¿ after this it was noted the physician requested the patient be ¿put under more¿ by the anesthesiologists. It was noted the patient was in extreme pain and crying. The physician continued to try and place the lead and when they realized it was not working they became very angry. At this time the physician said the needles were bad but had no information or feedback to support why they felt that way. It was noted the packaging was normal and intact for all materials used. It was also noted the physician said the anesthesiologists overmedicated the patient. The physician then ¿yanked both leads out¿ and discontinued the procedure. It was noted follow up attempts with the physician were not successful. Further follow up noted the physician was not comfortable filling out paperwork about a bruised cord. It was noted the physician said it could not be proved because no MRI was done and that is the only way to see the bruising of the spine. It was noted the physician thought irritation would be a more appropriate word.